Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01370 /-02663).

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of damage to bone and tissue, pain, loss of range of motion, elevated metal ion levels, lack of mobility, metal poisoning, and metallosis. A review of invoice history confirms the revision procedure of (B)(6) 2013. The head and taper insert were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the right hip revision was due to a pain and hip popping. Operative report further noted the presence of metal reaction debris consistent with metallosis, soft tissue destruction, a lesion coming out over the trochanter, trochanter damage, a hole in the trochanter, osteolysis and trunnionosis with black metal debris. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and lot number - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown.

Event description:
Legal counsel for the patient reported that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of damage to bone and tissue, pain, loss of range of motion, elevated metal ion levels, lack of mobility, metal poisoning, and metallosis. A review of invoice history confirms the revision procedure of (B)(6) 2013. The head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.